Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("bleed constantly if I do not take a double dose of mini pills") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometriosis (starting at age (B)(6)) and pain stomach (due to endometriosis). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("have pain in the stomach for varying grades") and arthralgia ("it has escalated to the hips the last years (pain)"). The patient was treated with oral contraceptive nos and burning of the endometrium (interpreted as endometrial ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, abdominal pain lower and arthralgia had not resolved. The reporter provided no causality assessment for abdominal pain lower, arthralgia and genital haemorrhage with essure. The reporter commented: gynecologist thought that the bleedings depended on incoming menopause but this can the depend on essure? Despite the burning of the endometrium I bleed constantly if I do not take a double dose of mini pills. It is enough that I miss a few hours then I bleed again for a couple of weeks. Have pain in the stomach for varying grades, have had it since I got endometriosis when I was fourteen years old so I have not coupled this to the implants. To go up and down has sort of been normal but it has escalated to the hips the last years and I didn't have that earlier. Further company follow-up with the consumer is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.